Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device evaluation of electrode belt sn (B)(4) has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor sn (B)(4): 9/10/2014, electrode belt sn (B)(4): 7/26/2013.

Event description:
A us distributor contacted zoll to report that an (B)(6) male patient passed away while wearing the lifevest. The patient was at home and unconscious at the time of the event. Prior to passing, the patient received two inappropriate treatment events during asystole. The first treatment was delivered at 1:27:00 am on (B)(6) 2016. The patient's rhythm at the time of the treatment was asystole with CPR artifact. The post-shock rhythm was asystole with CPR artifact. The second treatment was delivered at 1:27:25 am on (B)(6) 2016. The patient's rhythm at the time of the treatment was asystole with CPR artifact. The post-shock rhythm was asystole. The response buttons were pressed after the second treatment was delivered. The response buttons functioned appropriately. It is unknown who pressed the response buttons as the patient was unconscious during the event. The electrode belt was disconnected at 1:28:15. The patient's rhythm was asystole at the time of electrode belt disconnection. There is no evidence to suggest that the lifevest caused or contributed to the patient's death as the patient was already in a non-treatable, non-life-sustaining rhythm prior to treatment.